Manufacturer narrative:
Case-(B)(4): device was not returned for evaluation. A product history review was performed and no non-conformance or deviations associated with the reported adverse event were identified. The complaint could not be confirmed.

Event description:
On (B)(6) 2017, an (B)(6) -year-old patient with a history of pmhx diastolic chf w/ severe mr, htn, and atrial fibrillation received a concomitant mitral valve replacement with a pericardial tissue valve, a tricuspid valve repair with a tricuspid annuloplasty ring, and laa exclusion using an atriclip (ach240). During the procedure, the left atrial appendage tore as the strings were being removed after the clip was deployed. It was reported that the ach240 spontaneously detached from the laa causing a tear in the laa. The atrium was repaired. The patient required extra pump time to repair the tear, but otherwise the patient is doing well.